Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found worn out video connector latch causing poor connection with pigtails. A faulty circuit board caused the keyboard unit to respond very slowly/not white balancing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported, the video system center was not displaying the image. The issue occurred during preparation for use in the or before the procedure occurred. The procedure was completed without any reported delay using the same kind of olympus device. There were no reports of patient harm.